Event description:
Drug/diluent: bupivicaine .25 percent. Fill volume: unknown. Flow rate: 2ml. Procedure: hip fracture: cathplace: unknown. Mother of a 13 year old patient reported an adverse event. Patient "passed out" x 2 (mother was able to wake patient each time), ringing in ears, blurred vision, drowsiness. Mother was instructed to close clamp immediately and contact anesthesiologist or 911 if more incidents occurred. Call center follow-up at 3:30pm mother states leaving a message for anesthesiologist and that no further symptoms occurred and that the clamp remains closed.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed.